Event description:
It was reported that a patient implanted with an impella cp developed hemolysis. The pump was repositioned to resolve the issue, and later the impella cp was escalated to an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: hemolysis: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. Data logs were reviewed and there were no abnormalities that could be definitively connected to the complication. There were no suction alarms, no positioning alarms, no motor current spikes, and pump flows were in specification for p-9 throughout support. During the first couple hours of support, pump flows were on the lower end of specification, and there was some variability in the placement signal (ps) followed by a period of little ps pulsatility. However, all three of these things resolved by 18:00 on 21/jul, suggesting that it was not related to the hemolysis reported 14 hours later. Product was not returned for investigation. Since several troubleshooting methods were reported in clinical details, there were no abnormalities in data logs, and product wasn't returned for investigation, the cause of the hemolysis could not be determined.